Manufacturer narrative:
(B)(4). Catalog # gtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: the investigation is based on event description(s) and provided imaging. Imaging review of event indicates that the filter is not expanded after deployment. Also this non-expansion could be caused by a narrow vein. Unable to determine the exact cause for the non-expansion based on the images. An image 7 min later show the filter is fully expanded in the ivc, but tilted with the filter hook against ivc wall. No indications of perforation of ivc with the filter hook, since images shows no obvious signs of extravasation. It is possible that the physician pushed the filter out of the sheath instead of pulling the sheath back as referenced in the IFU. There is found no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: filter was advanced but it perforated the ivc wall. Patient outcome: unknown.